Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an under infusion of an unspecified infusion identified when the device was sent to service. The event product has been re-routed to cad for investigation and although requested, additional event information has not been provided.

Manufacturer narrative:
The customer's report of an infusion taking longer than expected was not confirmed. Physical inspection noted the device to be in good condition. No fluid ingress or contamination was observed on any area of the device. No issues or anomalies were noted. Analysis of the pcu event log shows two programmed infusions taking place on the date of the reported event. The first noted infusion started on (B)(6) 2016 at 8:04am and completed on (B)(6) 2016 at 3:34am. This infusion was originally programmed to infuse for 24 hours; however several variances were noted associated to the vtbi, rate and additional programmed delays. The second infusion commenced on (B)(6) 2016 at 1:55pm and concluded on (B)(6) 2016 at 1:47pm. This infusion was programmed just under 24 hours without showing any variations in the event log. No obvious programming errors were noted on both infusions. Rate accuracy testing was performed and the device was in specification and exhibiting no issues or anomalies. The root cause of the customer's report of an under infusion was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an unspecified infusion that was to complete in 24 hours took an additional 4.5 hours to complete. Although requested, additional event details are not available; there was no patient harm.